Event description:
It was reported that the patient underwent generator and lead replacement. The surgeon indicated that the lead appeared to be on a similar nerve close by the vagus nerve. It was later reported that the surgeon believes he may have damaged a nerve during electrode removal that may be causing the patient's eye to droop. It was reported that the explanting facility does not return explanted devices without patient consent. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Clinic notes dated (B)(6) 2014 note that the patient has noticed an increase in micro-seizures since using a bone stimulator to help with bone fusion following neck surgery. The neurologist advised the patient to discontinue use of the bone stimulator to see if the seizures decrease. Clinic notes dated (B)(6) 2014 note that when the patient discontinued use of the bone stimulator, the patient's seizures abruptly stopped about 7-10 days later. It was noted that device diagnostics resulted in low impedance (<600 ohms). No surgical intervention has been performed to date.

Event description:
It was reported that the patient would be referred for generator replacement. Clinic notes dated (B)(6) 2014 note that the patient has not reported any adverse effects with continuing device stimulation and that the patient's seizures remain in good control. It was noted that continuing device stimulation is important as long as the patient does not experience any adverse effects and that generator replacement will be expedited. No known surgical intervention has been performed to date.

Event description:
It was reported by the physician that the vns electrodes appeared to have been attached to the sympathetic nerve instead of the vagus nerve. He believes that the electrode had been on the nerve at some point in time and that it may have become detached. The patient has developed horner¿s syndrome, which was due to the surgery. The syndrome was reported to be permanent, but mild, no additional interventions were taken.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death.